Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. A new pacemaker was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. A new pacemaker was successfully implanted. No additional patient adverse effects were reported. This pacemaker was returned to boston scientific for analysis.

Manufacturer narrative:
The returned autogen was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.